Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for additive deficiency was observed through weight measurement of additive. A review of the manufacturing records was completed for the incident lot #5159201 and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Conclusion: CAPA (B)(4) has been opened.

Event description:
It was reported that bd vacutainer® plastic fluoride / edta tube 4ml with grey hemogard closure was coagulating. No injury or medical intervention.